Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, and other chronic respiratory disease. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on august 20, 2025, and h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously alleged respiratory tract irritation, and other chronic respiratory diseases. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. During the investigation the manufacturer confirmed the presence of dust-like contamination and hairs/fibers at the air outlet port and at the air inlet. During investigation the manufacturer confirmed the presence black contamination, consistent with keratin, at the air outlet of the blower box. During investigation the manufacturer confirmed the presence of blower box had potential mineral deposit stains in it, indicating potential water/liquid ingress. During investigation the manufacturer evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer found 2 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and could not confirm the complaint or address the symptoms specified. Evaluation method code grid, evaluation results code grid, component and conclusion code grid was updated.